Event description:
It was reported that the printer was not printing along the bottom of the page. It was further reported that the keyboard was broken. The programmer ws returned for service. It was indicated that there was no patient involvement associated with the event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the printer was not printing along the bottom of the page and this was attributed to the printer drawer roller bushing being missing. Analysis found that the latch to hold the printer drawer was also missing, and confirmed that the left keyboard hinge was broken, and that the electrocardiogram connector on the link electronic module (lem) board was loose and that the system fan was noisy. All were replaced and the lem board was also calibrated. Product ID: 2067 radiofrequency programmer head; (B)(4).